Event description:
It was reported that a hematoma occured in the implantable pulse generator (ipg) pocket. The ipg pocket was revised and an absorbable envelope was implanted. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.